Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited less than 200 ohms impedance in the unipolar configuration. The unipolar impedance at implant was 700 ohms and one month later 300 - 350 ohms. The pacing configuration was changed to bipolar.